Manufacturer narrative:
(B)(4). The explanted lens was returned to the manufacturing site for investigation. Visual inspection showed the lens is cut in pieces, most probably to make explant possible. The reported complaint of unexpected postop refraction could not be confirmed. Due to the condition of the returned lens, no further investigation could be performed. The manufacturing records were reviewed. There were no non conformances with respect to the final product release. The production order was not produced under deviation. There were no associated nonconformity reports or deviations. There were no process and/or material changes within the production order. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within power specification. The lens met all specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
To initial report, labeled for single use? Yes should be checked. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted, from the patient's left eye, in a secondary procedure due to post operative refractive outcome. Patient came out nearsighted and did not have good distance. The incision was not enlarged and no other surgical intervention was indicated. The lens was replaced with the same model lens, a smaller diopter. No further information was provided.